Manufacturer narrative:
Name: medtronic minimed. Address: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Patient country: turkey. Patient city: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced bent cannula event on (B)(6) 2026. Due to the event, patient experienced high blood glucose level was high and was treated with insulin pen. The infusion set was in use for one day and site of insertion was arm.